Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibial articular surface provisional, catalog #: 42527000505, lot #: unk. The customer has indicated the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07127, 0001822565-2018-07128. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the femoral inserter pad broke in half during impaction and the articular surface chipped.

Manufacturer narrative:
Reported event was confirmed through photographs received. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.